Manufacturer narrative:
Additional information was provided in h.3., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Returned photos show an intraocular lens (iol) in a lens case base. The lens appears to be damaged, haptics appear to be broken/not present. Based on our observation of the attached photo, the lens appears to be damaged, haptics appear to be broken/not present. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported with a description of haptic defect was noticed. Additional information has been requested and received stating during a femtosecond laser cataract surgery (flc) and intraocular lens (iol) implant procedure, the haptic was torn with no patient contact and no patient harm. The planned procedure was completed using same lens the product not reused. Current patient condition was satisfactory.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).